Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the left ventricular (lv) seal plug and tool marks on the header. No other anomalies were noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed because device analysis results have been received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pace impedance of greater than 3,000 ohms on the left ventricular (lv) lead. Additionally, there was no capture. A lead fracture was suspected. Both the lv lead and the crt-d were replaced. The crt-d was explanted. No additional adverse patient effects were reported.